Event description:
The surgeon was preparing to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). When the surgeon attempted to commence burring, the motor did not function and burring errors appeared on screen. Attempts to troubleshoot were unsuccessful. A different motor was obtained, and the surgeon burred the femur successfully. The motor driving the irrigation unit was not functioning properly, and another cutter error then appeared. The surgeon was unable to use the burr to resect the tibia. He used the rio to mark the resection area per plan, and then performed the resection using manual tools. The surgeon evaluated the placement of the implants, accepted that placement was per plan, and cemented the final implant components.

Manufacturer narrative:
As part of normal complaint follow up, an evaluation of the event has been initiated at mako surgical. No preliminary results are currently available.